Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a rep clarified that the devices were explanted on 2024-04-01 due to methicillin-resistant staphylococcus aureus (mrsa) wound infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal gablofen (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that the patient had symptoms of infections, shortly following their initial implant, and then ultimately explanted. There were no environmental/external/patient factors that had led or contributed to the issue and no diagnostics/troubleshooting were performed. Actions/interventions taken included an explant due to infection. The rep indicated that they were unaware of the previous explant until they started doing the registration for this patient's current pump and catheter. The rep stated that once they inquired to the facility staff regarding what happened to the old pump and catheter was when they learned of the explant. Both the pump and catheter were explanted due to infection per the doctor and were re-implanted with a new pump and catheter at a later date. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history was asked but would not be made available due to legal/confidential reasons. Additional information received from a rep indicated that the 8780 catheter and 8637-40 pump were explanted on (B)(6) 2024 by a doctor due to infection. The cause of the infection was unknown per the doctor.